Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Concomitant medical products: 6935m62 lead , implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had invalid data. The physician questioned if evidence of an episode would be lost in the invalid data. Through review of the corroborating diagnostics it was found there were no episodes missed. The device remains in use. No patient complications have been reported as a result of this event.